Manufacturer narrative:
User facility medwatch report #(B)(4).

Event description:
It was reported that the procedure was to treat the left anterior descending artery. The patient presented with segment elevation myocardial infarction (stemi) and unspecified trek balloon catheters and xience sierra stents were used. Additionally, a 3.5 x 15 mm trek balloon catheter was used; however, the tip of the device separated and the separated portion was found outside the anatomy. The distal part of the device was also kinked. A 3.5 x 20 mm trek balloon catheter was also used; however, the device separated inside the anatomy. There were several failed snare attempts performed, and the separated portion was ultimately embedded with an implanted unspecified xience sierra stent. No additional information was provided. User facility medwatch report received that states "during an emergency trying to reperfuse a coronary artery, a balloon was placed in the lad. After inflation, the balloon was removed and angiogram was performed. Images revealed the balloon was still in the lad and that catheter had broken. Multiple attempts ((b(4)) were made with balloons and snare to retrieve balloon but was unsuccessful. One of the snares appeared to unravel in the body. ((B)(4)). Ref# (B)(4). FDA safety report ID#(B)(4)." Subsequent to the initial/final MDR being filedt, additional information was received. A second user facility medwatch report was received that states "during an emergency trying to reperfuse a coronary artery, a balloon was placed in the lad. After inflation, the balloon was removed and angiogram was performed. Images revealed the balloon was still in the lad and that catheter had broken. Multiple attempts were taken to retrieve balloon, ref#(B)(4). FDA safety report ID# (B)(4).''

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [cn-009897 FDA letter.pdf].

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional trek rx device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. The patient presented with segment elevation myocardial infarction (stemi) and unspecified trek balloon catheters and xience sierra stents were used. Additionally, a 3.5 x 15 mm trek balloon catheter was used; however, the tip of the device separated and the separated portion was found outside the anatomy. The distal part of the device was also kinked. A 3.5 x 20 mm trek balloon catheter was also used; however, the device separated inside the anatomy. There were several failed snare attempts performed, and the separated portion was ultimately embedded with an implanted unspecified xience sierra stent. No additional information was provided. User facility medwatch report received that states "during an emergency trying to reperfuse a coronary artery, a balloon was placed in the lad. After inflation, the balloon was removed and angiogram was performed. Images revealed the balloon was still in the lad and that catheter had broken. Multiple attempts ((b(4)) were made with balloons and snare to retrieve balloon but was unsuccessful. One of the snares appeared to unravel in the body. ((B)(4)). Ref# mw5090202. FDA safety report ID#(B)(4)."